Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained when using the access 2 immunoassay system. The erroneous high test results were not reported out of the lab. Retest was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed at beckman coulter inc (bci). The test results were non-reactive. There were no reports of death, serious injury or affect to pt treatment as a result of this event. This is event 4 of 7 events reported by this customer for three different pts, tested on multiple dates.

Manufacturer narrative:
Samples were collected into plastic tubes with gel. Samples were centrifuged at 3500 in a swing bucket centrifuge and sampled from primary tubes. Samples were stored frozen in the primary collection tubes. Quality control data was not supplied. A system check performed on (B)(6) 2009 at 4:17 pm resulted within specifications. Summary of testing performed at bci: the samples from two of the three pts were tested neat using five toxo igg reagent pack lots and also within the reagent pack sent by the customer. Pt samples were found non-reactive using the five toxo igg reagent pack lots and the customer's reagent pack. The customer's results were not reproduced for pts one and three. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add¿l reportable events.

Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained when using the access 2 immunoassay system. The erroneous high test results were not reported out of the lab. Retest was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed at beckman coulter inc (bci). The test results were non-reactive. There were no reports of death, serious injury or affect to pt treatment as a result of this event. This is event 4 of 7 events reported by this customer for three different pts, tested on multiple dates.